Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient lose coverage. It was noted that patient's leads have both migrated. The patient underwent a revision procedure where in the ipg and the leads were replaced. The patient was doing well postoperatively.